Event description:
It was reported that the patient had a competitor anatomic shoulder revision. Subsequently, the patient revised the humeral side again as she subluxed post-surgery and was unstable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: part: unknown glenoid head lot: unknown. Part: 00-4349-008-17 lot: 63041765 tm reverse stem 8mm x 170mm. Part: 00434903912 lot: 62278467 12mm humeral stem spacer. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -01711.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not returned by hospital.

Event description:
No additional event information is available at the time of this report.